Event description:
It was reported in a scientific article entitled "breaching septal veins while attempting left bundle branch area pacing. If necessary, septography contrast should be injected in a stepwise approach" that vascular dissection was noted during left bundle branch implant procedure. No further information was available.